Manufacturer narrative:
The agent reported "(these implants were loose and the patient kept dislocating. Male 89 yrs)." The items were lost/discarded, therefore the reported problem could not be confirmed. This event occurred during surgery near the patient. The components were not inspected prior to surgery. There was another suitable device available, however, the incident did cause a 10 min. Delay in surgery. There was no risk or adverse event reported and the surgery was completed as intended. Surgical components condition can be determined while being used for its intended purpose. This does not indicate a product deficiency, failure, or issue. No further action is deemed necessary at this time. A review of the device history record(s) show that the reported components, when released for use, met design and manufacturing requirements. There were no nonconforming material reports associated with the product(s) that may have contributed to the reported event. The device(s) was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. 425-97-014 lot 179r2115-complaint database review showed no previous complaints, and this is the first complaint across all failure code categories. There are no indications that this item has a design or material deficiency. 400-03-402 lot 871b1469-complaint database review showed no previous complaints, and this is the first complaint across all failure code categories. There are no indications that this item has a design or material deficiency. The root cause for this complaint is that the components were loose causing dislocation. There are multiple factors that are outside of the control of djo surgical that may contribute to an event.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Primary surgery - loosening and dislocation.